Event description:
Customer reported device= 500 mg/dl. Customer went to the hosp and their device = 126 mg/dl. Treatment information was not provided. No controls used. A request was made for return product and replacement product was sent.